Event description:
It was reported that an ilet device displayed an unresponsive screen that intermittently flickered despite charging for several hours on multiple outlets, and a replacement device was sent. Symptoms included hyperglycemia, with a reported blood glucose of 315 mg/dl. Outcomes included temporary use of subcutaneous insulin via pen and interruption to therapy. Investigation included complaint intake and remote troubleshooting guidance. Investigation of this case revealed a suspected display or power subsystem malfunction consistent with a device malfunction that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of unknown root cause pending evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.